Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, the foley catheter balloon bulges out to a distorted shape and inflated. Two consecutive occurrences of the same event occurred at the same lot. Per investigator's notification received on 24mar2025, it was reported that cuffing was observed during sample evaluation.

Manufacturer narrative:
Received 11 photo samples all photo samples showcase an overview of two (2) all-silicone foley catheters. Visual: received two (2) used all-silicone foley catheter without original packaging. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon concentricity was observed sample 1 at 70:30 and sample 2 at 60:40 as compared to attachment 1 of tm0300903 (rev 3). In both cases, the balloons passively deflated with no leaks noted, returning 10ml of solution, in under five (5) minutes. However, cuffing was observed. This does not meet specification per (B)(4), revision 0 which states "balloon must not cuff after deflation in accordance with w76qa010." The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pretest, the foley catheter balloon bulges out to a distorted shape and inflated. Two consecutive occurrences of the same event occurred at the same lot. Per investigator's notification received on 24mar2025, it was reported that cuffing was observed during sample evaluation.